Event description:
Pt reported that in 2003 they experienced high blood glucose (in the 200s-300s [mg/dl], so they bolused insulin to bring their blood glucose back down, then they went into insulin shock and passed out. Pt was taken to hosp via ambulance and was treated for low blood glucose (treatment received: saline IV).